Event description:
It was reported that during recent programming for the device system, the right ventricular (rv) capture threshold was noted to have increased to 5 v at 1.0 ms, with associated failure to capture. The patient underwent a procedure to reposition the rv lead and during the procedure the lead helix could not be extended. The patient received a new lead, and the procedure was completed without adverse effects. The lead is expected to be returned.